Event description:
Patient reported on the day of the event, his readings had been in the 500's mg/dl all day; he tried bolusing without success. Patient stated he discovered that his infusion site had fallen out and he had not been getting his insulin. Patient reported this had once occurred in (B)(6) and then on (B)(6) 2015; lot numbers for both incidents were not available. Patient stated there were 3 more instances but he was able to self-treat. Patient reported he self-treated with an injection and had his relative drive him to the hospital. He tested on the combo meter and his result was at 558 mg/dl and then two hours later on the hospital meter his result was around 550 mg/dl; was treated with an insulin drip and released 5 hours later. Requested return of the alleged infusion set for evaluation.